Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The 90% stenosed lesion was located in the severely calcified and tortuous right coronary artery (rca) / av (atrioventricular branch). The procedure was successfully completed with a different device . No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the mfg records for this batch shows that the device met its material, assembly and product specs at the time of its release to distribution. No similar complaints have been received to date for this batch.